Manufacturer narrative:
(B)(6) 2017. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing swelling and pain at the ipg site. It was also reported that the patient had a slight fever. Antibiotic was prescribed and the ipg site was drained and treated.

Manufacturer narrative:
Additional information was received that the infection was related to implant surgery and limited to the pocket. The infection was resolved with antibiotics and the patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing swelling and pain at the ipg site. It was also reported that the patient had a slight fever. Antibiotic was prescribed and the ipg site was drained and treated.